Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review determined that no further action(s) is/are required. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05228 and 0001822565-2017-07880.

Event description:
It was reported that the patient underwent a right total shoulder arthroplasty revision due to instability, dislocation, tissue laxity, and disassociation of the polyethylene liner. A new retentive liner, thicker spacer, and new glenosphere were implanted.

Manufacturer narrative:
Concomitant medical products: glenosphere part # 00434904011, lot # 63356372. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 05228 - 2. Customer has indicated that the product will not be returned to zimmer biomet for investigation as they are retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Medical products:, unknown glenosphere. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 05228. It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the patient underwent right shoulder arthroplasty on a unknown date. Subsequently, the patient is going for revision surgery on unknown date due to implant instability, dislocation of the liner and tissue laxity.